Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed unexpected restart before and after a battery change. The customer's blood glucose reading was over 600 mg/dl at the time of incident. Troubleshooting explained the alarm to the customer and no further assistance was required. Customer was advised to monitor the pump and to call back for further assistance if necessary.